Event description:
It was reported when the programmer overheated, message displayed "warning: programmer has overheated. Turn power off and allow system to cool". There appears to be a problem with the fan. When it is turned on, a loud sound can be heard from the programmer, especially from the area where the fan is. The programmer was returned for repair. No patient involvement or complications reported.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4): analysis confirmed the initial report, the fan was making noise. The fan failure contributed to the cause of the device overheating.